Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a somewhat tortuous lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 8 atm's on the initial inflation. The patient was asymptomatic during this event. A 0.014" pt graphix guidewire and a britetip guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as "good".